Manufacturer narrative:
Investigation type: eitan medical investigated the pump's event log. Investigation findings: no indication of over-delivery was observed; therefore, the complaint of over delivery cannot be confirmed based on event log. Conclusion: no indication of over-delivery was observed; therefore, the complaint of over delivery cannot be confirmed based on event log. Eitan medical has requested the pump to be received for investigation. When received, the pump will be tested, and the test results will be presented in a follow-up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. It was reported that no human harm occurred, and no medical intervention was required.